Event description:
It was reported that the burr was stuck with the wire. The 85%, 38mmx3.50mm stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink burr and rotawire were selected for use. During the procedure, it was noted that the burr was stuck and entwined with the guidewire. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.